Event description:
During an incident in 2002 involving a male pt who had been electrocuted while trimming power lines, this defibrillator began charging twice and aborted the shock. An emt at the scene feels the pt was in vtach the entire time from the rhythm on the screen. Als arrived and took over pt care. The pt survived. The customer also stated that the mcm did not record the event and there was no printout from the incident. He suspected there was a problem with the pt cable.